Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose was 500 mg/dl. Troubleshooting was not performed for high blood glucose and performed for the blank display. Customer stated that the contacts on the battery cap are neither missing nor damaged. Display was not returned after insulin pump restart. The customer tried several fresh new batteries but the insulin pump was not show any signs that it was turning on. The product will be returned for analysis.